Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure,the injector cut the iol and damaged it. Surgery was completed using different iol with the same parameters. There was no patient impact. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report that the injector cut and damaged the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. Image 1 shows an iol stuck within the cartridge. Image 2 shows product label with a focus on the product description and serial number for the lens. Reported issue could not be verified from the photo review. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).